Event description:
Information received a smiths medical cadd solis vip 2120 pump over delivered unknown medication. No patient adverse events reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of over delivery of medication was not validated or confirmed during testing, as the device delivery error to be within the published specification of +/-6% during testing. No action taken as not fault could be found. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of over delivery of medication was not validated or confirmed during testing, as the device delivery error to be within the published specification of +/-6% during testing. No action taken as not fault could be found. Device passed all functional testing.

Event description:
Device evaluation summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of over delivery of medication was not validated or confirmed during testing, as the device delivery error to be within the published specification of +/-6% during testing. No action taken as not fault could be found. Device passed all functional testing.

Event description:
Device evaluation summarized in h 10.

Event description:
Additional information was received indicating that there was no patient involvement. The issue was discovered during post patient testing.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).